Manufacturer narrative:
The technician stated the issue to the siderail latch sticking. He replaced the siderail latch to repair the bed.

Event description:
The complainant stated that the siderail would not latch.